Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of xanthelasma-like reaction and yellow masses are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation and skin discoloration: undesirable effects the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ indurations or nodules at the injection area. ¿ coloration or discolouration of the injection area.

Event description:
In the article, ¿xanthelasma-like reaction to filler injection.¿ a patient was injected with unspecified juvéderm fillers. Patient developed a xanthelasma-like reaction in both eyelids 12 months after the injection and did not respond to steroid or hyaluronidase injections. The patient underwent direct excision of the yellow masses along with lower eyelid tightening. There was post-operative complications caused by significant fibrosis in the area of excision. Patient was then treated with 5fu, celestone and silicone gel sheet application. Eight months later, the area had settled down and the skin remained smooth. Patient had no history of xanthelasma.